Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels in the 30's mg/dl. The customer stated that the low blood glucose levels were possibly due to the settings on their insulin pump. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.